Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 5ml ll tip bulk convenience pak had foreign matter it was reported by customer that a fiber, suspected hair in cap of syringe. The hair was discovered underneath the cap of the filled syringes. Verbatim: rcc received a complaint via email. Can you please help us initiate a new complaint for a 5ml syringe luer lock tray pack with mfg. # 309703, impacting lot #2355804 & #3023355. We have samples available for return. A fiber, suspected hair in cap of syringe. The hair was discovered underneath the cap of the filled syringes. All tray packs are sealed until they are release to production, this indicates that the hair originated from the vendor sealed packages.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 309703 and lot number 2355804&3023355. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.